Manufacturer narrative:
The customer reported a patient death occurred while the patient was being monitored by a philips telemetry transmitter. Although as of 01-07-09, there is no report or information to support that a malfunction occurred, the available information supports that the customer's use model contributed to a delayed response to the patient. One of the hospital staff silenced the alarms without anyone attending to the patient. Philips is in the process of obtaining additional information regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a patient's death. Although as of 01jul09, there is no report or information to support that a malfunction occurred. The available information supports that the customer's use model for the equipment contributed to a delayed response to the patient, making this a reportable incident.